Event description:
The customer reported the symptom of "getting error 1000 and will not turn on". We will consider this to be a failure to power up. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the symptom of "getting error 1000 & will not turn on". We will consider this to be a failure to power up. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.